Event description:
The graft leaked blood (exact quantity unknown, but reported to be not significant amount) from a hole in its crotch. The leakage was stopped by suturing. The graft was left in. The pt's condition is fine.